Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, erythema, livedo/redness, "crust", small necrosis, acute ischemic event, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: contra-indications "do not inject into the blood vessels (intravascular)." Undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the nasogenal fold with juvéderm ultra plus¿ xc. Patient was also injected with juvéderm ultra¿ xc. The next day patient developed pain and erythema in the right hemiface which "evolved to livedo/redness in malar region - anterior/medial in right side." Three days later patient "presented a little 'crust' in nasogenal site (right side)" and ¿small necrosis area and erythema without pain at palpation of the area.¿ the physician "diagnosed as an acute ischemic event." Patient was treated with diluted hyaluronidase and local heat and was prescribed cipro, aspirin, cialis, and topical altargo. Patient did not take the prescribed cialis. After 2 days of taking the prescribed medications patient is ¿much better¿ and the edema (located at the right malar area) and local livedo improved. After almost a month patient is ¿without any symptoms, but with mild facial erythema.¿ patient was using retinoic acid at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2016-01015 (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra¿ xc, also a device manufactured by allergan.